Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-03960. It was reported that the patient experienced pelvic pain and swelling in their back following the addition of 2 leads on (B)(6) 2020. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the two additional leads were explanted following the discovery of a slow dural leak. A blood patch was performed and the issue has since been resolved.